Manufacturer narrative:
The reported event of oversensing noise and pacing problem was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the compressed outer coil at the suture sleeve tie region with overtighten suture. Electrical testing found shorts between conductors due to breached/damaged inner insulation at the suture sleeve tie region. The cause of the reported events was due to damaged inner insulation caused by overtightening suture consistent with procedural damage.

Event description:
New information noted that the right atrial lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented for a generator change procedure. Prior to procedure, it was noted that the right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The noise was reproducible with isometrics. No intervention was performed. The patient was in stable condition.